Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
The following implant dates, hospitals, and surgeon names were provided. However, it was not specified which product is related to which: implant dates: (B)(6) 2008, (B)(6) 2011. Hospitals: (B)(6).